Event description:
Patient was started on paclitaxel with filter intact. After a few seconds of starting the pump, the registered nurse (rn) noticed the connection site was leaking and double checked. She quickly notified the primary rn/team lead (tl). The blue drip-free connector was changed, and it was determined the leaking was still occurring at the filter site. Leak was constituted of saline in the primed line and caught early before chemo actually filled the tubing. Pharmacy was promptly notified. Medication was disconnected from patient and sent back down to pharmacy for tube change/filter priming. Medication arrived with new tubing/new filter in place. Medication was restarted with 2-rn verifier. Connection site monitored for further leaking, and it was determined the leak was no longer present. Pharmacy notified to keep filter connector for lot info for incident tracking. Equipment provided to director.